Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system. The device was returned assembled with the driveline (dl) severed approximately 11.5¿ from the pump housing. The remainder of the dl was returned in one segment measuring approximately 29¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the device, a thrombus formation was found adhered around the inlet bearing cup. The deposition¿s laminated layering and areas of denaturation suggest that it was present in the pump for an extended period of time while (B)(4) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition could have potentially contributed to the reported elevations in pump power, as well as the report of elevated ldh. Upon removal of the deposition, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue during this investigation there was an incidental finding of damage to the previous repair site. It appeared that the copper tubing had cut through the copper tape, exposing the underlying wires. No damage to the wires was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted with high powers and hemolysis, dark urine and elevated ldh. The patient received a pump exchange to another heartmate ii lvad. The account reported there was suspected pump thrombosis. It was reported that the patient was recovering in the ICU. No further information was reported.